Event description:
It was reported that, " the pt complained her knee was unstable. Doctor put in a thicker spacer, 11mm. Knee seemed stable."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.